Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this lead was abandoned and replaced die to high thresholds and noise, root cause was not determined. No additional adverse patient effects.